Event description:
A malfunction code was reported, but no significant events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump, and the customer was assisted with the reset successfully. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to report any future malfunctions.